Event description:
It was reported, "through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident hip system. It was further alleged that, the pt is experiencing "loosening" from the system."

Manufacturer narrative:
No additional info was provided. Product was not returned and catalog number/lot number is unk. A supplement report will be created if additional info is provided.